Event description:
This case, reported by an endocrinologist, concerns a pt who experienced diabetic ketoacidosis. The pt was taking lispro (humalog) via the insulin delivery device humapen ergo for the treatment of diabetes mellitus type 1. The pt's medical history includes previous non-compliance and irregular monitoring of blood sugar levels, also a recent stressful divorce. The pt is also reported as being mildly developmentally delayed. The pt had been to the endocrinologist about 5 weeks prior to the event because of poor control of pt's diabetes. When the pt measured pt's blood sugar levels they were usually between 15-20. The pt was taking concomitant medications, humulin nph. After beginning the lispro treatment (dose unknown), the pt experienced vomiting and diabetic ketoacidosis. The pt's family member reported that the pt had been vomiting for one day prior to being admitted to accident and emergency in 2000. The pt was diagnosed with severe diabetic ketoacidosis with a ph of 6.93. The pt was treated with 6 litres of normal saline in the first 24 hours and was treated with an insulin infusion for 3 days. The reporter realized the problem with the delivery device when they tried to transfer the pt back onto the pt's usual regimen from the insulin infusion. The needle had been inserted at an angle and it was not possible to release the insulin. When the reporter dialed up 20 units, the reporter was unable to depress the plunger completely, although with some force it could be partially depressed. Once the pt had recovered it was established that the pt's blood sugar levels had been high for the week prior to the event. Pt had also been using the same needle all week with it incorrectly attached. When the pt had been priming the device the pt was unable to eject insulin but was able to dial the plunger back down. The pt interpreted this as meaning the pen was functional. Upon attaching a new needle to the device, the pen worked and 20 units appeared to be correctly (or close to) dispensed. The reporter was unsure if any damage had been done to the device, after forcing the pen for the past week. The pt was given a new device and the device used prior to the event has been returned for testing. The pt was discharged 3 days later and the external nursing unit was to monitor the pt for the weekend. A diabetes educator will be supervising the pt's education this week. As far as the reporter is concerned the problem with the device appears to be an educational one, rather than a failure, and the reporter reported that reporter is quite satisfied that the device did not cause the event. Pds analysis: one broken engagement tab (pen still functions normally), dose accuracy and glide force and device was within specifications. Update aug-2000, humulin into suspect drug page. Update oct-2000, humapen was received in 10/2000 and initial analysis in the qa laboratory confirmed there was no damage to the pen, that the needle had been connected incorrectly. Update nov-2000, full analysis from pds states only one broken engagement tab, dose accuracy and glide force were within specifications (with a new needle attached correctly).